Event description:
It was reported that sterile water cannot be drawn from the foley catheter during pretest. Per notification from investigator on 06jan2026, it was reported that the catheter balloon appeared to be asymmetrical was found during sample evaluation on 20nov2025.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received a 2-way catheter with cut portion of inlet tubing and a straight tipped syringe. Verified material number 2758j14 and manufacturing lot number ngjx5483. Visual inspection noted the catheter balloon appeared to be asymmetrical. During testing, balloon inflated with 10 ml of solution using the returned syringe and the catheter rested with no leaks noted. Deflated balloon passively in 43 seconds with no cuffing noted. This is within specification per inspection procedure (B)(4), revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter full name: niigata central hospital, social medical corporation jinaikai this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water cannot be drawn from the foley catheter during pretest.